Event description:
It was reported that a bridge bolus was not performed. Physician refilled the pump on (B)(6) but did not reprogram it. It was stated that the managing physician did not have privileges at that facility so another healthcare provider refilled the pump. There was not therapy or medical problem at this point. Drug delivered via the device was baclofen (gablofen).

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l60028, implanted: (B)(6) 1999, product type catheter. (B)(4).